Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. The catheter was not returned and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman catheter insertion went in without difficulty, but upon withdrawal of guidewire for the catheter, it was difficult to withdraw. The entire catheter was then withdrawn but the tip of the codman catheter was cut along the lumen. During placement of codman lumbar drain catheter 9 mm fragment broke off after physician attempted to remove catheter from the epidural space.